Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral head. A pre-procedure femoral angiogram showed the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the post deployment 5 minute hold, a hematoma approximately 10cm x 10cm was noted. The patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was admitted for the night for observation. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1327304) indicated that the device lot met all established performance criteria prior to shipment.